Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol was implanted, the patient had cloudy, foggy & waxy vision. A yag laser did not improved the vision. The lens was exchanged for another model of lens approximately 2 months after initial implantation. Additional information was requested.